Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fail water leak test from cable due to tiny pin hole, wobbly image due to bad loose coupler. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: kink/knot twisted cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a blurry picture. The event was identified during reprocessing. There were no reports of patient involvement.